Event description:
It was reported that a dexcom g7 sensor experienced intermittent disconnections from the ilet, with a pairing failure to the ilet only, and the user was advised to restart the ilet and monitor connectivity; troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included device-level troubleshooting and user education regarding potential sensor connectivity issues. Investigation of this case revealed no adverse health effects and indicated a connectivity pairing issue between the sensor and the ilet without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with temporary connectivity limitations resolvable by restart and routine monitoring.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.